Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a shallow depth and resulted in moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was then performed. Subsequently, a second transcatheter bioprosthetic valve was then implanted valve-in-valve, in a position slightly deeper than the first valve. No pvl remained after the second valve was implanted and no adverse patient effects were reported.